Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify clock monitor frequency error due to button and keypad anomaly. Moisture damage found on the electronics and motor. The insulin pump was received with cracked display window corners, reservoir tube, reservoir tube lip, belt clip slot, cracked and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.